Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing arrhythmias and slow heart rate more often since the implantable pulse generator (ipg) implant procedure. The patient thinks that the device is either faulty or does not work. The ipg remains in use. No further patient complications have been reported as a result of this event.